Event description:
It was reported an internal electrical component burned the fabric foundation of the unit. Our inspection of the unit revealed evidence that the unit had been folded and compressed, resulting in a broken lead wire, which created a 1/2" burn hole in the fabric foundation of the unit. We determined that this report was attributable to misuse on the part of the user.